Manufacturer narrative:
(B)(4). Upon review it was discovered that this is a duplicate complaint; thus the initial MDR submitted on 12-jul-2023 should be retracted.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "damaged during the procedure, guidewire tortuosity. The doctor does not report difficulties in the puncture and insertion of the guide wire, but there was resistance in removing the guide and when she managed to remove the guide, it came crooked and damaged." Additional information was requested but was not available at the time of this report.